Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system, non-dehp continu-flo solution set leaked. The issue was further described as, 'tubing noted to be cracked between male site at end of baxter tubing and female site at start of il filter'. This was observed while assessing the patient's line. To resolve this issue, the set was changed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, e4, h3, h6, h10, h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water were performed, and no defects were observed that could generate the reported condition. Priming was performed, with no issues noted. Functional testing was performed with no issues noted. The sample was left running for 24 hours by gravity simulated usage and no issues were noted. The sample was also connected to a spectrum iq pump with a flow rate of 9.3 ml for 5 hours simulating the usage process and no defects were observed. A water referee back pressure test was performed to all the clearlink and the results were satisfactory. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.